Manufacturer narrative:
(B)(4).

Event description:
Repairs were performed on the fiber bronchoscope which included replacement of the following components: -distal attaching pin, -angle wire top ring, -screen mask, -segment steel braid, -bending rubber, -operation channel, -insertion flex tube with seg pb-free, -body cover lg/l-s connector base, -ocular trim ring. The endoscope was returned to the loaner inventory. A device history review was performed on 10/26/2016 confirming the fiber bronchoscope was manufactured under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed. As per IFU for this model endoscope, the user is instructed to "check the entire surface of the insertion tube for abnormal conditions such as dents, wrinkles, or bite marks. In addition, "in order to avoid damage to an endoscope or the possibility of a device malfunction during a procedure that could result in patient injury, never use an endoscope that fails to successfully pass all pre-procedure functional tests or displays outward signs of damage." Based on the information received from the complainant and the investigation completed by pentax medical, closed on 11/17/2016, user error was determined as a possible root cause for this event. No further information has been received for this event, therefore, pentax medical considers this medwatch report closed.

Manufacturer narrative:
(B)(4)).

Event description:
On (B)(6) 2015, pentax medical was made aware of a report ((B)(4)) which referenced fiber bronchoscope model fb-15bs/a111784 and stated "the anesthesia team was attempting to intubate the patient using the glidescope. Staff noticed that there was rubber that peeled off into the tube. The glidescope was then switched out with one that was not defective. No injury to patient, but could have caused harm if it had not been noticed. The report also referenced the fiber bronchoscope was returned to pentax medical on 06/30/2014. Pentax medical received the fiber bronchoscope on 07/09/2014. Incoming inspection detected the insertion tube peeling polyurethane, and the insertion tube polyurethane disconnected at stage 1 and 2. Repairs have not been performed on this fiber bronchoscope.